Event description:
It was reported by the patient that she underwent a sling procedure and a vaginal hysterectomy on (B)(6) 2008. Six weeks postoperative, the patient's right ovary herniated. In (B)(6) 2008, both the patient's ovaries and fallopian tubes were removed when a bowel obstruction was discovered. The patient experienced abdominal, vaginal, and pelvic pain since six weeks after the initial procedure. The patient stated she has been sick all the time. The patient developed fibromyalgia after the second procedure. She has severe vaginal pain with intercourse. She is unable to bend at the waist because she feels a pull and feels pain around the back and stomach. The patient stated she generally feels unwell. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.